Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels at the time of hospitalization was 400+ mg/dl. Cause of emergency room visit as per health care professional was diabetic ketoacidosis (dka). Customer was admitted to the hospital and stayed one night. Customer was released with blood glucose levels in the high 100's maybe 180 mg/dl, which for him is normal. Customer was wearing the pump at the time of emergency room visit. Replacement product is being sent.